Event description:
Customer reported that the system intermittently will not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System operates as intended.